Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had a drop in defibrillation impedance that was out of range. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and following the procedure.